Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2025. According to the reporter, on approximately (B)(6) 2025, the patient experienced feeling ill, nausea, vomiting, and pain. The patient went to the hospital, and when a fingerstick was taken the cgm reading was 10.0 mmol/l, and the blood glucose reading was 24.0 mmol/l. The patient was treated with intravenous insulin and discharged after 5 to 6 hours. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.